Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-1606, 1627487-2013-1608. It was reported the patient is not receiving effective stimulation. It was also reported the patient's ipg site is very sensitive and painful to touch. The patient is also experiencing a heating sensation at his ipg site while charging. A new le charger was sent to the patient to address the heating issue. The patient is requesting his scs system to be removed if reprogramming is unable to resolve the issue. Surgical intervention may be pending at a future date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction removal reporting number: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.